Event description:
It was reported that the patient presented to the emergency room after having received shocks from their implantable cardioverter defibrillator (ICD) and was requesting the device be turned off, however, the programmer was unable to establish telemetry. A previous data transmission indicated the device had reached the elective replacement indicator (eri) one month prior and was possibly at the end of service (eos) level. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6944-65 implantable tachy lead, (B)(6) 2001; 5076-45 implantable pacing lead, (B)(6) 2001. (B)(4).